Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.50/+3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The patient experienced lens rotation. On (B)(6) 2023 the lens was exchanged with a same length lens but spherical and this resolved the problem. It was additionally noted "astigmatism will be corrected if patient wants".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.50/+3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2020. D4 - model # corrected to vticm5_12.6 in initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim # (B)(4).